Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution leak was observed during use of an integrated apd set w/cassette; further described as ¿liquid all over the top of the cart under the machine and on the second shelf¿. This occurred during fill one of four of peritoneal dialysis therapy. Renal therapy services assisted the patient with ending the therapy session and advised to contact their nurse regarding the issue. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed, and no leak was observed. A pull test was performed, and no separation was observed. Additionally, the set was submitted to functional testing by evaluating the cassette in a cycler machine. The sample was subjected to all the cycles of the therapy process and obtained satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.